Event description:
It was reported that insulin pump has been exposed to moisture damage. Customer stated that there is an insulin leak in the reservoir compartment. Customer reported that moisture can be seen in the display. Customer's blood glucose levels were not included in the report. Nothing further reported.

Manufacturer narrative:
Findings: no moisture damage found inside the pump. Pump received with minor scratched display window. Unit received cracked case display window corner. Pump received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.